Event description:
Narrative: patient experienced hypotension and hives s/p wound care apt which involved use of wound cleanser. Patient required epi, solumedrol, diphenhydramine, ivf bolus. Since patient uses sterile saline for wound care at apt. Symptoms: hypotension; anaphylaxis treatment drugs used: cleanser, skin (gentle skin cleanser).